Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer treated their blood glucose levels with manual injections. The customer stated there were a no delivery alarm and a loose drive support cap. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The pump rewound properly, passed the displacement test, and displayed the no reservoir alarm at the end of the displacement test correctly. No unexpected motor/drive anomalies noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The drive support disk was inspected and no damage or anomaly noted. The insulin pump received with minor scratched lcd window and scratched reservoir tube window.